Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship does not exist between pd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for fluid overload, characterized by swelling of the left arm, elbow, stomach and thighs . Per the pdrn, the patient was not utilizing the liberty select cycler prior to the hospitalization due to a lack of assistance. Therefore, the liberty select cycler is disassociated from the event(s) as there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction is associated with these event(s) and/or hospitalization. Fo is a common and often preventable process. Patient related factors, such as non-compliance, diet and fluid intake are significant contributing factors. Peritoneal dialysis has historically been considered superior to hemodialysis with respect to maintaining adequate volume control among patients with end-stage renal disease (esrd). Despite this advantage, many patients on peritoneal dialysis are hypertensive and volume overloaded. This is most frequently due to a preventable or treatable process. However, because peritoneal dialysis is a home therapy, this clinical judgment is often determined by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was experiencing excessive fluid with swelling in the left arm, elbow area, stomach and thighs. The patient is a double amputee and stated that they will be calling the paramedics to go to the hospital. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized on (B)(6) 2019 for fluid overload (fo). The pdrn stated that the patient has limited vision, is wheelchair bound and requires assistance to perform continuous cyclic peritoneal dialysis ccpd. The daughter cares for the patient, however lately has been unavailable (specifics unknown). Recently the daughter was scheduled to receive additional training in the home but skipped the appointment. The family reportedly hired a caregiver to assist with the patient¿s care and ccpd therapy, however the pdrn stated that this has not happened. The patient has called the on-call pdrn frequently in recent days, and reported that she was performing manual treatments due to lack of assistance with the liberty select cycler. The patient¿s cycler data demonstrates multiple unresolved cycler alarms, and little to no available treatment data. The pdrn has attempted to contact the patient on several occasions to discuss their concerns, however the calls are not returned. The pdrn reported that the patient was hospitalized on (B)(6) 2019, and currently remains hospitalized for fo. Since reverting to manuals, the pdrn has no way to monitor for compliance, and the patient has not been entering data into the patient portal. The patient will undergo evaluation while hospitalized to determine if continuing pd therapy is a viable option for the patient. Currently the patient is receiving pd therapy while hospitalized without issue. The pdrn stated that the patient event of fluid overload is resolving.